Event description:
It was reported that the 990 system lost images when trying to save images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.